Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ed34-i10t-us is available in the USA with a 510k number: k163614. We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the lcb distal cover glass broken, the operation channel buckled, the bending rubber leak, the remote control buttons cut, the insertion flexible tube (ift) worn out, the brand plate worn out, the segment steel braid ruptured, and the lg root brace rubber flared; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.